Manufacturer narrative:
Device evaluation summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor would not properly communicate with a battery. Upon evaluation corrosion was discovered on the battery connector (j1) as well as throughout the ca board, preventing the monitor from recognizing a battery. The root cause of the corrosion cannot be positively determined but was likely due to liquid ingress of an unk contaminant. No adverse event resulted from the corrosion. The pt received a replacement monitor.

Event description:
A (B)(6) old female pt contacted zoll customer support for an unrelated issue. During service investigation, a reportable problem was discovered. The monitor was not properly communicating with a battery. The pt was issued a replacement monitor.